Event description:
It was reported by a user facility that a patient care technician (pct) was bleeding the patient back at the end of the hemodialysis treatment, and the patient reported feeling lightheaded, and reported having chest pain. The pct noted that the saline bag had refilled itself beyond its normal capacity. The rinse back was then discontinued and subsequently the patient's symptoms were relieved. The patient did not require medical intervention as a result. Medical records were provided by the user facility. The following is based on medical records: (B)(6) 2013, patient was alert during treatment, post dialysis: (verbatim) "pt c/o of light-headedness and chest pain once rinse back was started at the end of treatment. Symptoms were relieved upon discontinuing rinse back, venous blood was not returned and pt was connected to a new line and bolused 150 ns for blood volume replacement." Patient was alert, lungs clear, 66 regular heart rate, respiratory rate 16, no edema noted. Blood pressure pretreatment - 158/68 sitting blood pressure post treatment - 172/72, standing pretreatment - 64/142, standing post treatment - 1661/73, pulse remained 66 regular and respiration 16 post treatment as pretreatment. Total treatment duration was 3:30 hours with a 10 minute interruption related to this report.

Manufacturer narrative:
Based on the information provided it is unknown if the device may have caused or contributed to the reported event. The patient's medical records have been reviewed by the post market clinical staff and physician. Review of the patient's medical records and treatment sheets reveals no serious injury, and that the symptoms were transient and medical treatment was not necessary. Also noted, vancomycin was infused at the same time at the onset of symptoms. A supplemental MDR will be submitted upon completion of the plant investigation.